Manufacturer narrative:
The mayfield base unit (a2101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The root cause(s) of the reported issue could not be determined. However, we surmise that a probable root cause for reported complaint includes wear and tear of the device or damage from mishandling (such as closing the locking handle without the transitional installed). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold lever on the mayfield base unit (a2101) was not locking properly, not sliding side to side and had overall poor functioning. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.